Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted before stryker became the legal manufacturer. On april 1, 2015 stryker became the legal manufacturer of the star system and has taken the responsibility for the medical device reporting. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿total ankle replacement in 35 cases¿ which is associated with the stryker ¿star¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from march 1999 to november 2006. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 10 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses delayed incisional wound healing. 2 out of 2 cases. The report states: ¿in the present study, wound late healed in 2 cases after proper movement limitation and careful dressing.¿